Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent patient presented in clinic. The pulse generator exhibited oversensing on the right ventricular channel. It was noted that the patient had recently had a successful unrelated procedure. No medical intervention or patient symptoms were reported.